Event description:
Patient received lap band in (B)(6) 2014, experienced discomfort and pain at port site since placement. In (B)(6) 2020, patient realized of device slippage condition from MRI test. Patient requests additional information about a lapband recall.

Event description:
Patient received lap band in (B)(6) 2014, experienced discomfort and pain at port site since placement. In (B)(6) 2020, patient realized of device slippage condition from MRI test.